Event description:
It was reported that the patient implanted with this pacemaker was admitted to the hospital in stable condition with twitching at the device pocket. Interrogation revealed the device was operating in safety mode. It was noted the patient was eight months pregnant. A device replacement was planned for the next day. The patient remains hospitalized pending the replacement procedure. The device was explanted and replaced the following day as planned. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.